Event description:
It was reported that the customer was hospitalized for large ketones and high blood glucose of 550 mg/dl. It was also reported that two infusion sets were not functioning properly. It stated that when the infusion set was removed, the cannula was bent, and no alarm occurred. After the second incident happened, the insulin pump alarmed no delivery when a bolus was attempted. The infusion set was removed, and it was found that the cannula was bent. It was stated that one of the infusion sets was tossed out. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.